Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. Upon system checkout it was confirmed that the system performed as intended. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that while setting up for a case, he observed the bump light on the camera was lit. It would go off for a second, then come back on. The laser button also would not work. He was unable to track instruments in the stealth application. It was recommended that the surgeon swap to an em procedure for the upcoming clinical case. While troubleshooting the self-test showed no connection to the camera cart ups. Ndi toolbox was blank and showed no images of the scu or the camera. On the self-test tool, the camera cart ups was listed as connection lost. Additional information was received stating that they did try a system reboot with no resolution. The surgeon had confirmed switching to em tracking for the cranial clinical case. For further troubleshooting it was noted that even though the camera was not tracking, it did not display a localizer not connected message in the software. On the camera cart, the poe had a green light and all of the ports on the o-ring were flashing green. Opened self test and saw that the pcoip was connected, but all other components were disconnected. Checked the cable routing and the ethernet from the interconnect cable was going directly into the pcoip, rather than into the o-ring. After switching it, the system is functioning normally. The pcoip had been replaced recently and was not connected correctly. No patient was present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.